Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on at 10:20am on (B)(6) 2017. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that 2 days later, on (B)(6) 2017, she developed symptoms of ¿shaky.¿ she denied receiving any additional treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter did not turn on when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The patient confirmed that she had been using the correct test strips. The csr walked the patient through inserting a new test strip per owner¿s manual, but the meter did not turn on. The issue could not be resolved with training. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.